Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on 08/31/2015, on behalf of the patient to report that on (B)(6) 2015, upon removal sensor pod from the patient's body the sensor wire broke. The sensor was inserted at abdomen on (B)(6) 2015. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. It was observed that the sensor wire is missing from the housing puck. Therefore, a complete investigation could not be performed. The reported event of a broken sensor wire was not confirmed. A root cause could not be determined.